Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation concurrently with a vaginal hysterectomy. Post implantation the patient experienced pelvic pain, dysuria, bleeding and infections.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.